Event description:
It was reported that this lead was implanted in the right ventricle and the lead exhibited failure to capture during high output. Reportedly, the patient was feeling unwell during the procedure and tested positive for covid-19. It was then decided by the health care professional (hcp) to cancel the procedure due to the patient condition. No adverse patient effects. The hospital requested the lead is handled directly by the facility due to internal policy, therefore, it is not expected to be return for analysis.